Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient underwent an exploratory laparotomy, sigmoid resection with hartmann¿s pouch placement and end colostomy, pulsavac debridement and lavage of the abdomen on 11/14/2005 due to perforation of sigmoid colon with walled off abscess in the pelvis. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.